Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava perforation, embedment, and inability to retrieve. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient reportedly received an implant on (B)(6) 2005 via the right common femoral vein. Per a partial report from computed tomography (CT), "infrarenal inferior vena cava filter is present, with cephalad tip at the l2 inferior endplate level, inferior to both renal veins. The ivc filter appears to be a gunther tulip filter. The distal struts of the filter are all exterior to the inferior vena cava, without impingement upon the aorta or proximal common iliac arteries. However, the inferior tip of the posterior-most strut is embedded within a right anterior l3-l4 calcified disc protrusion. The ivc and iliac veins are patent, including the stented segments." Per an attempted retrieval report, "a brief attempt was mad to snare the filter without success." "The glidewire was then snared in the ivc and the loop utilized in attempts to recover the filter. However, the patient experienced intolerable chest pain with any sheath or wire motion and the procedure was aborted with the wire removed under fluoroscopy. A final spot image was taken demonstrating the filter in uncharged intact condition." "Right internal jugular vein ultrasound evaluation demonstrated chronic occlusion with irregular small collaterals in the region. Left internal jugular vein ultrasound evaluation demonstrated patency. Fluoroscopy and ivc cavogram demonstrated perforating stabilizing struts of an appropriately positioned infrarenal ivc filter. No evident filling defects were identified within the ivc filter to suggest captured thrombus, with suggestion of a cap over the filter hook. The remainder of the central venous anatomy was unremarkable. Post procedure image demonstrates the ivc filter in similar position without fragmentation." " impression: 1. Unsuccessful ivc filter retrieval. Repeat attempts under anesthesia was scheduled at the patient's request for 04/11/2019. 2. Chronic occlusion of the right internal jugular vein." "A decision was made not to proceed with attempts at retrieval of the filter fragment due to an acute transient desaturation episode which occurred at the post retrieval cavogram. " "the tulip filter was removed and inspected thoroughly. A very small amount of thrombus was present in the apex with granulation tissue present over the tip and each of the struts. All 4 primary struts were intact. 3 of 4 secondary struts were completely intact. A portion of the 4th secondary strut loop was fractured and retrained." "Impression: successful ivc filter retrieval. Small retained filter fragment was identified."